Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported when the ins was not working, patient could not stand up straight, knees were swollen, and knees would not bend, pain pushed patient forward¿. Patient stated she was implanted for a lower back disc issue. Patient mentioned these symptoms returned when she was having difficulty charging ins. Additional information on (B)(6) 2019 indicated when the stimulator did not work, it was like she had 3 knees and had to walk around in a bent over u shaped position. Patient noted she would be an ambassador for the stimulator thought because she knew she just had to charge the implant for it to work for her. No further complications were reported or anticipated. On (B)(6) 2021, additional information was received from the patient reporting that they had an old ins replaced with their current ins in (B)(6), as the ins quit. It was reported that the patient's ins went dead. It was reported that the patient's ins had been dead for over a year before it was replaced in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.